Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pocket site heating during the MRI scan on (B)(6) 2020. It was noted that MRI mode was turned on. As a result, the procedure of MRI was aborted . Additional information received that patient signs of warming at ipg went away once the MRI machine was turned off, and patient have not reported any additional consequences.